Manufacturer narrative:
This report is being submitted to correct a duplicate MDR. It has been determined that MDR and MDR 1220648-2026-02291 report the same event. This report (1220648-2026-01867) is being closed as a duplicate of the initial, valid report (1220648-2026-02291).

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
B5 updated with additional information

Event description:
Pump was repositioned multiple times during support. Patient might relieve a heart today or tomorrow, so I will do my best to retrieve impella to send it.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a placement signal not reliable alarm. It was further reported that a nurse noticed placement signal was gone and alarm of placement signal not reliable. Pump has been in 60+ days. Motor current wnl, a-line in place with good blood pressure. Will continue to monitor motor current and conduct daily echos to confirm position. Discussed swapping pump. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.